Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked display window.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
It was reported that the customer was in and out of the hospital due to a stroke and a open heart surgery. The customer's wife called the paramedics on (B)(6) 2014 because his insulin pump was not working properly and his blood glucose level was 27 mg/dl. The customer was taken to the hospital. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.